Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the connection to the host pc was lost and the system was not starting. Analysis of the system log file showed that there was malfunction with the frontal ip-pc. During troubleshooting, the rse determined that the issue might have been due to lack of power on the drive bay for all hdd slots, the fan and host pc. The onsite service was cancelled by the customer stating that the issue has been fixed by themselves. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.